Event description:
Litigation alleges pain, discomfort, inflammation, infection and metallosis. Update rec'd (B)(4) 2013- pfs and medical records received. Revision operative notes confirm infection and also indicate corrosion and a partially removed screw due to head being stripped. All products were previously reported. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code x6djc1000, x5tjs10001133964 and 1101221. A search of the complaint database finds additional reported incidents against lot codes 1087733, yc4eh1000 and 1118058 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges pain, discomfort, inflammation, infection and metallosis.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4)

Event description:
Update 14 jul 2017: medical records received. After review of medical records there is no new information added that changes the MDR decision. Updated product information. This complaint was updated on: aug 04, 2017.

Manufacturer narrative:
The devices associated with this report were not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.